Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system displayed high out of range right ventricular (rv) pacing impedances of greater than 2500 ohms. It was noted there were a couple of high out of range rv pacing impedance measurements over the last year, and then the impedance went back down. All other measurements were very stable, and there was no noise on the latest non-sustained episode. Technical services discussed a possible cause for the clinical observation. This patient is not pacemaker dependent. The decision was made to continue monitoring. At this time, this ICD remains in service and there were no adverse patient effects reported.

Event description:
It was reported that there was noise on the right ventricular (rv) channel that was oversensed for approximately four ventricular fibrillation (vf) beats. The patient had a good intrinsic conduction, so there was no asystole of greater than 2 seconds noted. The rv pacing impedance trends have remained stable following the out of range measurement that was previously reported a few months ago. Technical services recommended performing isometrics and pocket manipulation. Technical services also recommended programming the respiratory sensor off. Further information was provided that isometrics were performed, but the clinical observations could not be reproduced. The plan is to continue monitoring the patient, and at the patient's next clinic visit, the physician will program the respiratory rate trend (rrt) off. At this time, this implantable cardioverter defibrillator (ICD) remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that there was noise on the right ventricular (rv) channel that was over sensed for approximately four ventricular fibrillation (vf) beats. The patient had a good intrinsic conduction, so there was no asystole of greater than 2 seconds noted. The rv pacing impedance trends have remained stable following the out-of-range measurement that was previously reported a few months ago. Technical services recommended performing isometrics and pocket manipulation. Technical services also recommended programming the respiratory sensor off. Further information was provided that isometrics were performed, but the clinical observations could not be reproduced. The plan is to continue monitoring the patient, and at the patient's next clinic visit, the physician will program the respiratory rate trend (rrt) off. Several years later events with what appear to be rrt termination algorithm were recorded. It was recommended to turn the rrt feature off to determine if the noise events were resolved. At this time, this implantable cardioverter defibrillator (ICD) remains in service and there were no adverse patient effects reported.